Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, review of the instrument service history, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the prism instrument, list number 6a36-04, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false (B)(6) hcv result while using the prism hcv assay on the prism analyzer. The customer provided the following data: initial result: (B)(6), this specimen was (B)(6) when tested using a hcv genome method. The lab retested the specimen on a different prism analyzer and the result was (B)(6): (B)(6). The specimen was also (B)(6) using the architect and evolis methods. The tube was decanted and run twice. Again on the original prism analyzer generating (B)(6). There was no adverse impact to patient management reported. No additional patient information has been provided.